Event description:
Customer reports obtaining results of 25mg/dl, 114mg/dl, and 94mg/dl within 10 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.